Manufacturer narrative:
Submission date of this report: 7/9/1998. Mfg event ID: rpic 313858. Observations of unit as received in the lab: rotor is seated properly on shaft, set screw is present and tight, and assembly is free from defects? Yes; control dial is free from operating problems? Yes; touch panel is functional; buttons operate and lights illuminate? Yes; record software version 131; record mechanism run time 8620 hrs; record current battery status not l bat; record last major alarm dis bat. Test to duplicate customer complaint: extended delivery test (15 hours) will be performed using jevity rth at a rate of 75ml/hr. Delivery test: run time 900 minutes, set rate 75 ml/hr, calculated delivery 1125 ml. Product used jevity. Actual delivery 1164 ml vol fed reading 1119 ml. Test results: pump delivered within spec. Conclusion: complaint was not confirmed.

Event description:
The patient was being fed using a pump. One liter of an enteral feeding solution was hung at night. In the morning, 500 ml remained in the feeding container. The reporter stated the pump ran slow and did not deliver the entire quantity, but was unable to report the delivery rate at which the pump was set. The patient's blood sufar dropped, but no medical intervention was reported. One patient involved.